Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified crease flat, delamination plug strap. Leak test and microscopic analysis was performed which identified: no leakage, delamination of valve ((<75% partial separation), delamination of plug strap (<75% partial separation) brown particles in fill channel and observed void >1 mm in non-textured, valve-to shell-bond area. Based on the device analysis the final assessment is: a delamination partial of the valve (adhesive failure). A delamination partial of the plug strap (adhesive failure). Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device was explanted.

Event description:
Device was explanted.